Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was replaced and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was mixing patient images. There is no report of injury or death associated with the event described in this complaint.